Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump screen went dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, followed button press instructions from technical support, and was able to turn on display but continued to experience difficulty, so pump replacement was arranged under warranty, customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, to re-enter pump settings, to reconnect continuous glucose monitor to replacement pump, and to return problematic pump using provided shipping label within 10 days.